Event description:
A pt was admitted in 2002 with rhabdomyolysis. The following day, the pt's head and neck because lodged between the bars of the upper siderail. All efforts to extract pt's head were unsuccessful. Until pt sustained cardiopulmonary arrest at which time pt's head was extracted and advanced cardiac life support was initiated. Pt could not be resuscitated.